Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. Upon investigation the monitor failed a baseline test. The cause for the failure was isolated to an unseated j4 connector. The root cause for the unseated j4 connector could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.